Manufacturer narrative:
Combination product: yes.

Event description:
Noise on the rv channel beginning on (B)(6) 2024. Short rv interval count per day shows a steady increase since that date. Lead impedance, thresholds, and sensing are stable and within normal limits. Recommended isometrics be performed to determine is noise is reproducible.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.